Event description:
During removal of pacemaker lead, label sleeve remained in pt. Cardiologist confirms object is in tissue, probably fibrinous, and presents no danger or injury to pt. Sleeve is not in vessel and does not require intervention.

Event description:
1. Info received with the returned device reported that the model 4068 atrial lead, was found to be dislodged at a routine follow-up. When the lead was removed, the label sleeve remained in the pt. Additional info received from the explanting physician indicates that the pt's atrial lead was found to be nonfunctional and dislodged radiographically during a routine eval in 2004. Attempts wre not made to revise the lead itself since it had been chronically implanted, but instead, to remove the lead and implant a new one. At explant, dissection was quite difficult given the pt had a second device in place and the physician didn't want to damage the other leads. The lead was removable with the sleeve in place. Given the sleeve was initially sewn into the pectoral muscle, it was felt that it could not migrate and would be of no real consequence to the pt. The physician felt that further attempts to disect the tissue to retrieve this would be of no value to the pt and may have been detrimental if one of the other leads was damaged. 2. Investigation into this event found that this is a unique event. Co was unable to identify any othe simiar event involving this model or any other lead model. This model is no longer mfg and will not be implanted once stock is consumed. Medtronic has not registered an implant since 10/2004. The device labeling does address anchoring sleeve concerns at implant; however, the removal of a chronic lead is not recommended.